Event description:
Customer called to report issues with the serter from the sensor of the insulin pump. Customer's blood glucose reading was 44 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)